Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open caudal pancreatic resection, during caudal pancreatic resection, the firing of the stapler stopped midway. There was also poor staple formation. A manual stapler was used instead but the device was stiff and could not be fired so the anastomosis was performed by hand to resolve the issue. The surgical time was extended by more than 30 minutes.